Event description:
Report received of a patient receiving too much morphine while the device was in use. The pump settings were pca only mode to deliver morphine sulfate 1mg/ml, 1mg pca dose, 8-minute patient lockout and no 4-hour limit was selected. It was reported that at approximately 10:20pm, the pump was alarming with no message displayed on the pump screen. The nurse noted that the syringe was empty. The patient was reported to be sleeping comfortably at this time. Two nurses went to get a new syringe of medication. The new syringe was placed into the device and the nurses attempted to program the pump. They were unable to program the device. The device door was then closed and locked with the new syringe in the device. The pump was turned off and unplugged from ac power. The nurse went to get a replacement pump from their storage area. When the nurse returned a few minutes later, nurse noted that the pump remained off and the new syringe and that was in the locked pump was now empty. Upon assessment of the patient, it was reported that the patient was "initially breathing", so the nurse went into the hall to get equipment to check the patient's blood pressure and have the md contacted. It was reported that the patient's initial blood pressure was 70/38mmhg. Due to the low blood pressure, the staff was unable to obtain and initial pulse oximetry reading. The patient unable to obtain an initial pulse oximetry reading. The pt was reported to have "rapidly deteriorated from this point". The patient was successfully treated with four - 0.4mg doses of narcan, for a total of 1.6mg. The patient's blood pressure increased to 166/65, with a pulse oximetry reading of 98% on 6 liters of oxygen. The patient was transferred to ICU for further observation for 24 hours. No further medical interventions were reported. After 24 hours in ICU, the patient was transferred to a surgical area for an additional 24 hours of observation and was then transfered to a regular floor. The patient reportedly sufferred no long-term effects from the event.